Event description:
The customer reported that during a laparoscopic-assisted hysterectomy, a piece of the active waveguide disengaged from the device. The piece did not fall into the patient cavity and there was no patient injury. A new dissector was installed onto the system in order to continue the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.